Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: aug 19, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an initial surgery on (B)(6) 2016 the collinear reduction clamp siding handle broke when the surgeon pressed on its handle to clamp it. There were no fragments retained in the patient and no additional medical intervention required. The procedure was successfully completed without surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complaint collinear reduction clamp (part 314.291, lot 14-5902) has shown, that the article has marks from use, but it¿s in an overall good condition, nevertheless that the handle is indeed broken as complaint. The handle is broken right below the second screw fixation. A device history record (DHR) review was performed for the affected lot: no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2014. No non-conformance reports were marked in the DHR during production. There is no particularize information what's happened to this article by customer, based on this we are not able to determine the exact reason for this problem, but it is likely that a combination between intense use, and a mechanical overload during use, did lead to a crack in the handle and finally to the breakage of the handle. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.